Event description:
(B)(6) clinical study. Same case as: 2134265-2011-02764, 2134265-2011-02765, 2134265-2011-02766. Same patient as: 2134265-2009-04954. It was reported that post a coronary stenting treatment procedure, the patient expired. Target lesion 1 was 100% stenosed, located in the ostium of the proximal right coronary artery(rca), was 15mm long with a reference vessel diameter of 3.5mm. The lesion was predilated with a 3.0x15mm unknown balloon at 8 atms. The physician implanted a 3.5x16mm taxus express2 stent at 20 atms in the proximal rca. Post-dilation was performed by the stent delivery balloon at 20atms. Post intravascular ultrasound (ivus) was performed and the result were unknown due to non-uniform rational distortion (nurd) image. Residual stenosis was 25% with a timi flow 3. Target lesion 2 was 90% stenosed, located in the proximal left anterior descending (lad), was 10mm long with a reference vessel diameter of 3.5mm. The lesion was predilated with an unknown balloon and the physician implanted a 3.5x12mm taxus express2 stent at 18mm atms in the proximal lad. Post-dilation was performed by the stent delivery balloon at 18 atms. Residual stenosis was 0% with a timi flow 3. Post 9 months follow-up evaluation revealed restenosis in the proximal rca. Positive ECG changes were noted. The 100% stenosed target lesion was 3.5mm in reference vessel diameter with a timi flow 0. A percutaneous coronary intervention was performed with an unknown balloon catheter. Both 2.5x24mm and 3.5x20mm taxus express2 stents were implanted 14 days later. The patient was discharged 3 days after the procedure on bayaspirin. Post 1 year follow-up evaluation was performed an there was no problem. Patient condition listed as "improved." In (B)(6) 2010, the patient expired. It was noted that the patient was found in cardio-respiratory arrest at home. Per the physician, it is unknown if the death is related to the patient's heart or taxus stents.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)